Manufacturer narrative:
Instructions for use (IFU) for the smartablate tubing set includes the following information concerning the removal of trapped air from the tubing: ¿remove all trapped air and then close the 4-way stopcock by rotating the handle such that the fluid pathway of the tubing set is ¿off¿. ¿press and hold the flush button on the smartablate¿ irrigation pump. Verify that the smartablate¿ irrigation tubing set is free of leaks or defects and that all bubbles have been flushed from the tube set. If bubbles are present, continue flushing until they are passed through the tubing set. ¿prior to insertion of the irrigation device into the patient, hold the flush button until all air has been flushed from the device. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Concomitant product: smarttouch catheter, us catalog #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ irrigation tubing set and suffered a myocardial infarction requiring no medical or surgical intervention. During ablation, multiple bubble alarms were activated. The physician had to set up the system several times. During manipulation of the tubing, air entered the system, which resulted in an st segment elevation myocardial infarction (stemi). The patient required extended hospitalization as a result of the adverse event. The patient fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
After further review, additional testing was performed on the device. Therefore, the following investigation summary has been updated and finalized on (B)(4) 2018. Therefore, the ¿method code¿ has been updated from ¿actual device not evaluated¿ to ¿actual device evaluated¿. Investigation summary: it was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ irrigation tubing set and suffered a myocardial infarction requiring no medical or surgical intervention. During ablation, multiple bubble alarms were activated. The physician had to set up the system several times. During manipulation of the tubing, air entered the system, which resulted in an st segment elevation myocardial infarction (stemi). The patient required extended hospitalization as a result of the adverse event. The patient fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was also reported that errors were made by the clinical staff that may have contributed to the adverse event. It was clarified that the spike from the drip chamber was cut off to prevent the clinical staff to get hurt. It had nothing to do with the complaint itself. Upon receipt, the product was visually inspected and it was found that the drip chamber was cut off. The flow test was performed and the product passed all specifications. No error or bubble found in the tubing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint was unable to be duplicated. Manufacturer's ref no: (B)(4).

Manufacturer narrative:
Additional information was received on january 12, 2018. There were no further patient consequences. It was noted that it is uncertain if there was a product issue, as errors were made by the clinical staff that may have contributed to the adverse event. The biosense webster failure analysis lab received the device for evaluation on 1/25/18. During the first visual inspection, it was noted that the spike of the tubing was cut off from the drip chamber. Since this device can not be used in this condition, additional clarification has been requested to clarify why the spike was cut off after use in this procedure. If additional information is received, a supplemental 3500a report will be submitted to the FDA. This returned condition has been assessed as not reportable as the device can not be used in this condition. Therefore, the potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional clarification was received on february 2, 2018 on the returned device condition. It was clarified that the spike from the drip chamber was cut off to prevent the clinical staff to get hurt. It had nothing to do with the complaint itself. In addition, an update was received on february 9, 2018 correcting the event date from the reported january 1, 2017 to december 12, 2017. Therefore, date of event has been updated. Investigation summary: it was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrial fibrillation with a smartablate¿ irrigation tubing set and suffered a myocardial infarction requiring no medical or surgical intervention. During ablation, multiple bubble alarms were activated. The physician had to set up the system several times. During manipulation of the tubing, air entered the system, which resulted in an st segment elevation myocardial infarction (stemi). The patient required extended hospitalization as a result of the adverse event. The patient fully recovered. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. It was also reported that errors were made by the clinical staff that may have contributed to the adverse event. Upon receiving, it was noted that the spike of the tubing was cut off from the drip chamber. Therefore, the product was unable to be tested. Complaint was not confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)